Manufacturer narrative:
Patient identifier should read (B)(4). A medtronic representative went to the site to test the equipment. The representative confirmed that the imaging system was functioning as designed following the restart. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system wireless trackers could not be recognized by the navigation system. Restarting the imaging system resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.